Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear alarm and was able to complete rewind. Customer performed displacement test and self test and the both tests were passed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring=black. Patient returned product with allegation of pump error 82 alarm on (B)(6) 2021. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 82 alarm was recorded on 12/03/2021 at 16:03 hour. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. During visual inspection of electronic assemblies and motor assemblies and connectors, no moisture damage noted on electronic assemblies and all connectors were plugged in properly. Unit may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. In conclusion, no pump error 82 alarm noted during testing. Unit was tested successfully.